Manufacturer narrative:
Date sent to the FDA: 08/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted multiple loops of small bowel that were adherent to the previous mesh as well as the wall of the hernia. They were taken down. There was 2 small iatrogenic less than 1 mm perforations identified and adjacently to each other and it was felt that this point to resect the small segment of the bowel involved. It was reported that the patient experienced severe pain, nausea, diarrhea, drainage, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 7/26/2022 additional b5 narrative: it was reported that the patient experienced recurrent incarcerated incisional ventral hernia following the procedure. Date sent to the FDA: 7/26/2022.